Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-01030. It was reported the patient underwent revision surgery on (B)(6) 2018 due to ineffective therapy. The physician decided to move the leads from t11-12 up to t8. The patient is now receiving effective therapy.